Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately 1 year 11 months old. The user manual part number 1143190 (B)(4) was issued with this device. (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a male whose age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer alleges that the power chair went out of control, not stopping when it was suppose to, thus throwing the consumer into a wall. Consumer also alleges that the headrest is not supporting his neck. About 4 months ago, the consumer allegedly contacted the dealer about the sip & puff feature that was not functioning properly. The dealer stated that he did not have a tech that could work on this chair, but they would pick up the chair and find someone. Dealer has yet to pick up chair or find a tech. No serious injury is alleged.